Event description:
Complainant alleged that during a routine shift check by a clinician the monitor screen on the device went blank. The complainant indicated that there was no pt involvement in the reported failure.